Event description:
The care giver (cg) contacted baxter's technical service center regarding a system error 2367 alarm which occurred on the homechoice (hc) during use fill 4 the previous night. The cg stated that the hc was currently off. The baxter technical services representative (tsr) checked the alarm log and found a system error 2240 prior to the system error 2367 alarm. The tsr explained the alarm and advised the cg to setup the hc with new supplies that night. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2012. No one in the household spoke english, therefore no further information regarding this event was available from the home patient. Bps contacted the registered nurse on (B)(6) 2012. She stated that the patient had not contacted her about the event, but that she had seen her the previous day. The patient was continuing therapy on her homechoice, and there were no adverse effects reported in relation to this event. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 could not be confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.